Event description:
It was reported that the insulin pump was not working correctly. Caller stated that the customer had high blood glucose of 425 mg/dl because her insulin pump was under delivering. Caller stated that the customer was dizzy and fainted due to the high blood glucose. Caller stated that they programmed a bolus of 1.5 units, and the insulin pump only delivered .9 nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Bolus wizard functions properly per bolux wizard sample in the user guide.